Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post market clinical follow-up was anonymous. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, as part of an unspecified medical indication, a patient underwent a thr revision surgery on the left hip on (B)(6) 2016. During this procedure, a redapt slvls mono stem 190mm sz 16 so was implanted 10 months postoperatively, an osteomyelitis due to enterococcus infection was reported to occur. A revision surgery was performed to treat this adverse event (covered under (B)(4)). After the revision surgery performed due to osteomyelitis, the patient developed a chronic deep vein thrombosis and a small superficial subcutaneous mass with questionable internal vascularity. Since it is unknown if the redapt slvls mono stem 190mm sz 16 so was explanted or not during the second revision surgery, the contribution of this device to the reported event could not be discarded. Further details on the patient's final outcome are unknown. This incident was noticed in a retrospective post-market surveillance (pms) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.